Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter turned off after a blood sample was applied to a test strip inserted into it. Customer further reported that on (B)(6) 2016 she was experiencing unspecified symptoms of hypoglycemia and subsequently lost consciousness, but when they tried to use the meter it would not work. Customer's friend administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The meter turning off during tests was not observed. The complaint is not confirmed.

Event description:
Customer reported her adc blood glucose meter turned off after a blood sample was applied to a test strip inserted into it. Customer further reported that on (B)(6) 2016 she was experiencing unspecified symptoms of hypoglycemia and subsequently lost consciousness, but when they tried to use the meter it would not work. Customer's friend administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.